Manufacturer narrative:
Updated field: d9 - device available for evaluation: no. The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unknown date involving a chemosafelock bag spike where a leakage was reported. The patient involvement is unknown, and the patient¿s harm is unknown.